Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued using the pump for insulin therapy as well as using manual injections as needed until the replacement pump arrived.